Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited high pacing impedance which could possibly be due to the physiologic experience by the patient. No intervention was performed. The patient was stable.